Event description:
Patient seeking legal action. Pfs and medical records received from legal. Pfs alleges that the patient suffers from pain, burning, blurry vision, numbness, no range of motion, and elevated cobalt chromium levels.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient seeking legal action. Pfs and medical records received from legal. Pfs alleges that the patient suffers from pain, burning, blurry vision, numbness, no range of motion, and elevated cobalt chromium levels. **update** (B)(4) 2013 - litigation papers received. It is alleged that the patient suffers from discomfort. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.